Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right atrial lead exhibited noise which could be reproduced with isometrics; all other electrical lead values were stable. The device was reprogrammed and the patient would continue to be monitored.